Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood result. Expected blood glucose results not fasting range from 100-115 mg/dl. Customer feels well and observed no symptoms except swelling in her legs that is typical for her when blood glucose is low. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 10:28 pm) with results of 75 mg/dl and 69 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed not fasting from meter memory: 97mg/dl , (B)(6) 2015, 07:24:13 pm; 97mg/dl, (B)(6) 2015 01:51:13 pm; 95mg/dl, (B)(6) 2015, 12:00:00 am; 124mg/dl, (B)(6) 2015, 12:00:00 am; 92mg/dl, (B)(6) 2015, 12:00:00 am. No adverse event reported.